Event description:
In this event it is reported that a protaper next x2 3files 21mm file broke during use. The broken parts were not retrieved and was incorporated into the filling. It is not ruled out that refractory apical periodontitis may lead to tooth extraction in the future. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1719873). Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.